Event description:
The account alleged the foot end brakes do not hold when in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake hex rod, rocker arm and connecting rod to resolve the issue.